Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high pacing impedance on the right ventricular (rv) lead. Trends show on and off increase in impedance since august. The alert was programmed to monitor only and the rv lead remains in use. It was noted that the lead will be monitored and the patent will send a manual transmission in one month for review. No patient complications have been reported as a result of this event.